Event description:
On (B)(6) 2025, the user reported a connector leak during the fill tubing step despite following the correct attachment procedure for cartridge and connector. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.